Event description:
It was reported that during follow-up, stored episodes of noise causing pauses in pacing were noted. Patient is pacemaker dependent. Myopotential oversensing was suspected. Programming changes were made. Patients condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.